Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and show a vacutainer tube with the hemogard closure attached, they do not show the customer¿s failure mode of closure separation. Therefore, 100 retention samples from the bd inventory, were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 10 retention samples were functionally tested and there were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the photos provided and was not able to be duplicated in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper was difficult to remove. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the rubber cap does not come off, de-capping issue.".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper was difficult to remove. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the rubber cap does not come off, de-capping issue."